Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) replaced x/y scanner and performed system verification as per sir (service installation record). Without sample no deeper root cause analysis is possible. The most possible root cause is a faulty scanner. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intermittent scanner failure. Additional information has been requested.